Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to another meter as well as compared to their feelings and/or normal readings. This complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue first occurred at 14:05 on (B)(6) 2015. At this time the patient obtained blood glucose readings of "16. 4 and 14.3mmol/l" with the subject meter which they felt were higher than their normal results. The patient also measured their blood glucose on their father's meter at 14:15 the same day and obtained a result of "4.6mmol/l". The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at 14:15 they developed the symptoms of "yawning a lot, light headed and sweaty". In response to these symptoms the patient self-treated by taking a glucose drink (lucozade) at 14:15. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter. The patient did not have control solution available to test on the subject meter. The patient's products were requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. It was also noted that the returned test strip vial contained extra test strips and the vial was over labeled by a third party was observed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint were further analysed by product analysis and failed testing. The vial was found to have been exposed to moisture.the additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that exceeded normal use. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.